Event description:
It was reported that during coil embolization procedure of an unruptured aneurysm located at the anterior communicating artery (acom), after 2 attempts to detach the coil (subject device), the coil stretched, broke off, protruding 10 cm into the parent vessel. The coil was retrieved with a trevo retriever device. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the coil proximal contact and coil delivery wire were kinked likely due to handling damage that limited the performance of the procedure. The investigation also found that the main coil was stretched, the main coil suture damage, and the main coil prematurely detached inside patient. Functional testing could not be performed on the returned device. As per event description: ¿an aneurysm was being coiled, and they went to detach the coil, and it stretched and ultimately broke off in the parent vessel¿. The returned coil was found detached electrolytically and not broken. In the case of this complaint it is most likely that the main coil partially detached and when the physician pulled the delivery wire, the coil stretched, the suture broke and the coil protruded to the parent vessel, and finally detached completely. This was most likely perceived as coil breaking but in fact the coil detached from the delivery wire. Based on the investigation results and available information an assignable cause of procedural factors will be assigned to the reported and observed main coil issues.

Event description:
It was reported that during coil embolization procedure of an unruptured aneurysm located at the anterior communicating artery (acom), after 2 attempts to detach the coil (subject device), the coil stretched, broke off, protruding 10 cm into the parent vessel. The coil was retrieved with a trevo retriever device. There were no clinical consequences to the patient.